Event description:
The customer reported that the reservoir was leaking into the reservoir compartment. Also, the customer reported having high blood glucose. The blood glucose reading was 171mg/dl. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.